Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator had migrated slightly in the pocket. Pocket revision was performed to suture the device. The patient was in stable condition.